Manufacturer narrative:
(B)(4)

Event description:
It was reported that high, out of range high voltage lead impedance was observed via remote transmission. No intervention was performed. The patient will continue to be monitored.